Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, non-sustained oversensing (nso) and noise was noted on the right ventricular (rv) lead. Reprogramming was performed and the rv lead remains implanted and the physician will continue to monitor the rv lead. Additional information was requested but not yet received. The patient was in stable condition.